Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they never had therapeutic effect and that a healthcare professional (hcp) had adjusted it a couple times. The patient stated that they were not sure but thought something went wrong when the hcp did a botox injection in the patient¿s bladder in (B)(6) 2016. The patient stated that it worked for a few days but then their bladder got sore and was burning/stinging as though they had an infection. The patient went to the ER and was tested negative for a bladder infection. The patient stated their hcp was out of town and it went on like this for weeks. The patient stated that after the botox injection their bladder symptoms became worse. The patient noted that it did not give them any relief and made them feel worse. The patient felt ready to burst but was not peeing much, had no control, would dribble before they got to the bathroom, had a lot of pressure, were in discomfort, and sometimes there was nothing left by the time they got to the bathroom. The patient noted they needed a steroid injection for their spinal stenosis, so they turned the stimulation off during the procedure and that night (2pm-12am) they counted 37 trips to the bathroom, where they would sit there with a sense of urgency and a little would come out. The patient turned the stimulation on again on (B)(6) 2016 and was feeling better, with less burning. The therapy was still working and they could feel the stimulation just behind their vagina and at the hard seat. The patient confirmed that stimulation was on and they were at 3.0 v on program #1. The patient stated that about a week and a half after the botox was done they had a very severe uti. The patient reported that they also got sick with strep throat and coughing. On (B)(6) 2016 the patient¿s husband got them up and called 911 because they were so weak that they could not get out of bed. The patient was taken to the hospital and for the next two months spent time in several different hospitals. It was noted that the patient had a lot of illnesses and almost died. The patient had double pneumonia and their kidneys shut down. The patient noted that they were out of it for the first 2-3 weeks. The patient stated that in (B)(6) 2016 they were diagnosed with sepsis and c diff. The patient was told that they had e. Coli in their bladder and were put on dialysis. The patient noted that their kidneys improved and that they were off dialysis at the time of report. While the patient was in the hospital they were catheterized because they could not go to the bathroom. The patient noted that they did not adjust the implantable neurostimulator (ins) as they did not want to mess with anything. The patient stated that they would be taking the ins out. The patient noted that one of the reasons they were taking it out was because they needed an MRI. The patient stated that they may need another back surgery and with the device they cannot do MRI. The patient noted that the back surgery was not related to the device or therapy. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.